Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator doesn¿t now work as well as in the past, specifically a lack of stimulation when standing. This started occurring in (B)(6) 2017. There were no environmental factors reported that may have led or contributed to the issue. The issue was not resolved at the time of the report; however, the patient was setting up an appointment with their physician for (B)(6) 2017. No surgical intervention was planned or performed to resolve this issue. There were no further complications reported at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-oct-26. The rep reported that the patient is having their implantable neurostimulator (ins) and paddle replaced on (B)(6) 2017. Further information would be gathered at that time. No further complications were reported/are anticipated.